Event description:
The customer reported the failure to discharge via paddles. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the failure to discharge via paddles. No patient involvement was reported. A philips fse evaluated the device and verified the reported symptom. The issue was localized to a failed paddle set. The paddle set was replaced to resolve the issue.